Event description:
It was reported "when using the pump, direct alarm "system error 1" attempts to replace the valve assembly after normal no alarm, and start the pump after normal operation". Additional information states the device was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "system error 1" alarm is confirmed based on the pictures provided. No iabp part was returned to teleflex chelmsford for investigation. According to the event details, the issue was resolved after replacing the pcs assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "when using the pump, direct alarm "system error 1" attempts to replace the valve assembly after normal no alarm, and start the pump after normal operation". Additional information states the device was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).